Event description:
It was reported that during a davinci si nissen fundoplication surgical procedure, the harmonic curved shears (hcs) insert accessory that was being used with hcs instrument broke off and fell into the patient. The broken piece was retrieved. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical contacted clinical sales representative as he was present during the procedure. Csr reported that the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure due to the patient's anatomy, the doctor decided that converting to open traditional surgery would be the best option for this patient as the patient had some previous adhesions. The patient did not experience any surgical complications as a result of the reported event and the patient was released from the hospital. The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.